Manufacturer narrative:
Other serious (important medical event) - reporting as retained foreign object as the tip of the driver remains in the head of the screw implanted in the patient. It is important to note that the tip is encapsulated in the screw head by the anterior plate. As long as the anterior plate remains in place the tip of the driver cannot come out of the head of the screw. Without product for evaluation or lot number identification, the investigation is limited to complaint history review. A two-year complaint history review did not reveal a trend of reports of this nature for this device. As root cause could not be determined, and there was not a trend for reports of this nature, the need for corrective action was not indicated. Product not received for evaluation.

Event description:
It was reported that during a procedure on or around (B)(6) 2016, the tip of the self-retaining driver (37-in-0060) broke while implanting the last screw. Attempts to remove the broken tip were unsuccessful and after 10 minutes the doctor concluded the tip was not able to be removed and the cover plate covered it. The procedure was completed with no further issue.